Event description:
During a coil embolization of an internal carotid artery (ic) aneurysm, a dcs coil stretched and prematurely detached. There was no pt injury and no additional info was required. An excelsior micro-catheter was placed within the internal carotid artery. The target lesion was at the top of the ic. The catheter was not reshaped prior to use and was not repositioned at any time during the procedure. Fourteen coils were advanced and deployed without incident. The rvh was fully opened during the deployment of all coils.